Event description:
Hill-rom rec'd a report from the account stating the brakes were not working at head end (brakes not holding). The bed was locating at the account on the 7th floor. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The technician found the brake casters not holding due to them being worn out. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed. It is unk if the facility performed any other preventative maintenance on their beds. The technician replaced both brake casters to resolve the issue. Based on this info, no further action is required.